Event description:
Medtronic (covidien) received information regarding an incident involving one of its manufactured products. During the embolization of the cerebral avm (arteriovenous malformation), it was reported the tip of the marathon microcatheter was entrapped inside the onyx. The physician felt very strong resistance while removing the marathon microcatheter after injection of the onyx 18. After several minutes, the catheter and entrapped tip were removed successfully from the patient. The proximal marker band was found inside the guide catheter. The patient¿s anatomy was slightly severely tortuous with medium size diameter. Medical intervention was not required. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00202.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The lot history record review showed no discrepancies that might have contributed to the reported experience. (B)(4).